Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had difficulty recharging, and wanted additional training. Additional info received reported that the pt visited their physician about the event. The device was reprogrammed. The pt was able to recharge successfully at the time of the report. The pt underwent surgery to fix the problem with the system. The pt was still having problems with the system. Additional info has been requested, but was not available as of the date of this report.